Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully after each occurrence. Reportedly, the pump would continue to be used for insulin therapy.